Manufacturer narrative:
(B)(4). Batch number ==> r57v31. Investigation summary ==> the analysis found that one psee60a device was returned with no apparent damage and with one gst60t cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device closed and opened as intended during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please explain what is meant by ¿jammed¿? -the jaws of the device would not open . Was the device locked-out (no staples deployed and no cut line started)? -yes . Or did the device partially fire (start to deploy staples and cut but could not be completed)? -no I do not believe so . Was the device locked on tissue with the jaws closed? -no . If yes, how was the device removed? -n/a . Did the jaws eventually open? -no.

Event description:
It was reported that during a lobectomy, before putting the stapler in the patient, an unknown reload was inserted into the stapler and the stapler jammed. A second like stapler was used to complete the procedure. There were no patient consequences reported.